Event description:
It was reported that in the middle of reaming the acetabulum with the offset reamer, the surgical assistant noticed a screw in the patient's acetabulum. It was removed from patient immediately. Checked instrument that all other screws were intact. The surgeon had to change to a straight reamer to continue the operation. Delay of approximately 10 minutes.

Manufacturer narrative:
It was reported that in the middle of reaming the acetabulum with the offset reamer, the surgical assistant noticed a screw in the patient's acetabulum. It was removed from patient immediately. Checked instrument that all other screws were intact. The surgeon had to change to a straight reamer to continue the operation. Delay of approximately 10 minutes. Product evaluation and results: visual inspection: the 212760 offset cup reamer handle (lot 3578840) showed wear and tear (scratches and burnish marks) on the housing. The groove was in good shape. The u-joint inside the housing on the shaft was worn with displaced material. Two screws on the housing were missing. Functional inspection: the 212760 offset cup reamer handle (lot 3578840) shaft slid into a known good 206967 hip end effector, variable angle. The alignment pin went into all three 45°, 95° and 135° slots and the shaft locked. The shaft turned easily but was rough. A known good 204980 reamer attachment easily went onto the 212760 offset cup reamer handle (lot 3578840), locked and unlocked. The failure mode ¿surgical assistant noticed a screw in the patient's acetabulum¿ was confirmed. Dimensional inspection: not completed as failure was confirmed through visual inspection. Material analysis: not performed as no material failure is alleged. Product history review: review of the product history records indicate 30 devices were manufactured under lot no 3578840 and all devices were rejected on 06/29/2017. Review of qt 17-16-0094 revealed that the 03 devices were rejected and remaining 27 devices were "accepted per specification" into final stock on 06/30/2017. The non-conformance was unrelated to the failure. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot number 3578840 shows 0 additional complaints related to the failure in this investigation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that in the middle of reaming the acetabulum with the offset reamer, the surgical assistant noticed a screw in the patient's acetabulum. It was removed from patient immediately. Checked instrument that all other screws were intact. The surgeon had to change to a straight reamer to continue the operation. Delay of approximately 10 minutes.